Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The patient was noted to have raised their arm at the time of the episode. Noise was able to be reproduced with patient isometrics and was felt to be muscle noise. The primary sensing vector was reprogrammed. Subsequent information was received that based on the patient lifestyle and vigorous activity level, the physician felt the patient was at risk for future inappropriate shock therapy. Surgical intervention was undertaken. This s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The patient was noted to have raised their arm at the time of the episode. Noise was able to be reproduced with patient isometrics and was felt to be muscle noise. The primary sensing vector was reprogrammed. Subsequent information was received that based on the patient lifestyle and vigorous activity level, the physician felt the patient was at risk for future inappropriate shock therapy. Surgical intervention was undertaken. This s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.